Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw being unable to thread back into the system controller was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was observed to have a damaged helicoil upon arrival, preventing a screw from the backup battery cover from properly threading into it. The system controller was functionally tested and otherwise performed and operated a mock loop as intended despite the observed damage. A log file was also extracted from the controller; no atypical events were captured, and the system operated as intended throughout the data. The root cause of the damage to the helicoil, preventing the screw from threading properly, was unable to be conclusively determined through this analysis. A manufacturing analysis task was created under a separate event to investigate the issue of the helicoil being damaged out-of-box. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the screw on the back of the system controller was not screwed down properly as it could not be threaded appropriately. The controller was exchanged.